Manufacturer narrative:
Corrected data: conclusion code 22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the cause of the event was unknown. The device was explanted in (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was explanted due to rejection. It was unknown what troubleshooting was performed. The cause of the event was unknown. No further complications were reported or anticipated.